Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they got two up arrows and they knew that they were not going higher. The customer's blood glucose was 131 mg/dl and sensor glucose was 67 mg/dl, blood glucose was 196 mg/dl and sensor glucose was 70 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 196 mg/dl and sensor glucose was 17.14 mg/dl at the time of call. The customer stated that they did not notice bent sensors. The sensor will not be returned for analysis.